Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 24-jan-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's native annulus perimeter measured 23.0 mm on transesophageal echocardiogram (tee). The native valve was pre-dilated using a 22 mm balloon to confirm sizing. The valve was implanted at an adequate depth with no aortic regurgitation reported. While withdrawing the delivery catheter system (dcs) into the ascending aorta, the valve had dislodged. The valve was snared into the descending aorta and a 26 mm non-medtronic transcatheter valve was implanted. No additional adverse patient effects were reported.